Event description:
It was reported that during a thyroid procedure, the hand activation button does not work or works intermittently. The foot padel was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.